Event description:
During routine follow up on (B) (6) 2010, the device was found in standby mode. It was re-initialized with the standard programmer; since the battery impedance was at 32k ohm after the re-initialization, the patient remained at the hospital. The device was re-interrogated on the next day, and it was found again in standby mode. Preliminary analysis revealed abnormal data in the device memory. Therefore, the manufacturer recommended evaluation of the device replacement.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.